Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding an unknown patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that an alarm was heard/confirmed by telemetry. "Reset occurred" and "safe state occurred" were reported. It was stated that the rep got a text from the hcp stating that the patient heard the pump alarming the day before this report date and this report date. They interrogated the pump showing a reset and safe state. Technical service specialist (tss) and the rep discussed checking the pump logs to confirm actual alarms and date/times. The rep would call the hcp back and discuss getting the pump logs. No patient symptoms was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the serial number of the pump was (B)(4). It was reported that the hcp was "not sure" whether the safe state was related to emi (electromagnetic interference) or MRI (magnetic resonance imaging). It was reported that the safe state did not occur while a flex bolus prescription was in use or while updating the pump. It was reported that the reset message did not mention low battery or watchdog. It was reported that the following actions/interventions were taken to resolve the reset and safe state issues: the hcp changed dose and the patient had a new pump placement. It was reported that the reset and safe state issues had been resolved. It was reported that the patient's first and last name was (B)(6) and her date of birth was (B)(6). It was reported that the patient's weight at the time of the event was (B)(6) pounds. It was reported that the patient's pump eri (elective replacement interval) was 3 months. No further complications were reported.